Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 5.0mg/ml at ¿.95 or .99¿ something and it was 20% more than the last time per the reporter. The indications for use were non-malignant pain and chronic low back pain. The patient reported that their pump has been moving and flipping. The pump has moved far off to the right side and back to the area where the pump was implanted. The patient noticed this between the very last week of september to the beginning of october. Per the patient they have been to the doctor twice for an increase in medication since the problem occurred. At one of the appointments on october 11th, the patient stated she asked the healthcare provider about the pump moving/flipping. Per the patient, the pump continued to move, and she was offered by the healthcare provider to wear a binder. The patient stated that this was like slapping a band aid over a problem, so the patient followed up with her implanting healthcare provider and scheduled an appointment for this friday to address issue of the pump moving. The patient¿s reason for calling was to know if it is normal for the pump to flip or move around. The patient reported that she was in pain when she walks because the pump was moving. The pump moving was ¿not extreme¿ but the patient could feel it move from the right side to 5-6 inches over. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.